Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.8 cm abdominal aortic aneurysm. The proximal aortic neck was 23mm at the renal artery and 10 mm below the renal artery the aortic neck was 18 mm in diameter (funnel shaped), 10 mm in length and had a curve. It was reported that during the index procedure there was a proximal type I proximal endoleak. The physician modelled the stent graft with another manufacturer's balloon however, the endoleak was still persisting. The physician decided to implant an endurant aortic cuff which reduced the endoleak but it was not resolved. The physician commented that this was a difficult case. The physician will monitor the patient and believes that the endoleak will self-resolve. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); failure to follow instructions (excessive oversizing of the stent graft); patient's condition affected effectiveness of device (anatomy related: aortic neck funnel shaped). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related: aortic neck funnel shaped); operational context contributed to event (excessive oversizing of the stent graft).